Event description:
The customer reported that the system was not saving pt images. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated and tightened the interconnect cable connector. The system operates as intended.